Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a suture break occurred. Another proglide device was used and when the proglide plunger was removed, no suture was present, a cuff miss occurred. Another proglide device was used and during suture retrieval the suture came out of the patient anatomy. Surgery was performed and the hemostasis was achieved using a vascular patch. The tavi procedure was postponed due to the issues with the proglide devices. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case it is possible that patient anatomy (friable artery), user technique (user does not tighten the knot gradually as the large hole introducer sheath is removed) or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported difficulties. The treatment appears to be related to the circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.